Manufacturer narrative:
(B)(4). Insulin pump received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads and minor scratched lcd window.

Event description:
Customer's family member reported via phone call that insulin pump had damage. The customer blood glucose level was 122 mg/dl. Customer stated that battery compartment was cracked. Customer stated that they was in the pool for only 2 minutes then the insulin pump beeps. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.